Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a tenaculum forceps instrument could not straighten to be pulled out of the trocar. The pieces that are missing fell on the back table when the customer tried to straighten the instrument to pull the trocar off of it. No pieces fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.141 x 0.102 was not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse. Additional observations not reported by site: the instrument was found to have mechanical indentations on the proximal clevis. No material appears to be missing. The instrument was found to have a frayed pitch cable at the distal clevis hub.